Manufacturer narrative:
(B)(4). Philips repair bench evaluated the device and confirmed the complaint. There was no reported pt involvement. We will consider this a malfunction of the processor pca that caused the device to fail the discharge test in opcheck.

Event description:
The customer reports the device is not completing the self-test after the discharge test during the operational check.